Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was concerned about an abnormal noise coming from their pump. Computed tomography was performed and was negative for outflow graft thrombus. There appeared to be no alarms, and the patient was asymptomatic. Log files were submitted for further review and captured low flow flags which did not persist long enough to trigger low flow alarms. These occurred on (B)(6) 2025 when the pulsatility index was elevated. The pump rotor displacement and rotor noise values appeared stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported abnormal noise coming from the patient¿s pump could not be confirmed through this evaluation. A specific cause for the abnormal noise as well as a direct correlation to the left ventricular assist device (lvad) could not be conclusively determined through this evaluation. The submitted log files were reviewed. The pump rotor displacement and rotor noise values appeared stable. No notable events or alarms were captured, and the pump appeared to be functioning as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Sections 1 and 6 of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, sections 1 and 8 of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.